Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced elevated blood glucose levels (247 mg/dl). Reportedly, customer is using a new infusion site and is the cause for his blood glucose levels becoming elevated. Customer declined troubleshooting and delivered a manual injection to stabilize his blood glucose levels. Customer was unable to provide infusion set manufacturer.